Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.2; date: (B)(6) 2011, lab: 3.5; date: (B)(6) 2011, inratio: 1.4, lab: 3.0. Doctor adjusted patient's coumadin dose based on the lab result which was out of the therapeutic range. Patient's therapeutic range = 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.